Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 161 mg/dl at the time of incident. Troubleshooting advised customer to install another battery and to call back if this does not work. Customer was advised that a new replacement battery cap would be sent to them and to call back to further troubleshoot. No further details given.